Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial oversensing and possible noise were noted on the right atrial (ra) lead. Possible lead fracture was noted.  The lead was explanted and replaced. No patient complications have been reported as a result of this event.